Event description:
On (B)(6) 2010, the pt stated that on (B)(6) 2010, she had a blood glucose of 228mg/dl. She bolused 2-2.5 units of insulin to correct the elevated blood glucose. She then took 3 units of insulin for her breakfast. The pt stated that later her blood glucose was 33mg/dl she stated that it may have been low because of taking insulin for her breakfast right after bolusing for the earlier high reading. After eating 3 pieces of caramel, to bing up her blood glucose, she had a blood glucose of 505 mg/dl. The pt bolused 8 units of insulin and her blood glucose levels returned to normal. The pt stated that her target range is 100mg/dl. The pt did not make any allegations against the performance of the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was not requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.